Event description:
The customer reported that the system intermittently would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The customer was informed that the system needed a new cpu. The quote was provided to the customer. No further info is available. See scanned page.